Event description:
This report summarizes one malfunction event where the tip of an mesa 2 reduction jack cricket broke intra-operatively. The procedure was successfully completed with a two minute surgical delay. No adverse consequences or medical intervention were reported.

Manufacturer narrative:
This MDR is part of the FDA voluntary malfunction summary reporting program. Visual inspection: it was confirmed that the foot of the cricket fractured off. The fractured piece was not returned. Device and complaint history records were reviewed for this lot, and no relevant manufacturing issues or similar complaints were identified. It was reported that a difficult angle was not evident and it was regular rod reduction being performed. Reduction maneuvers associated with complex deformity surgeries may focus increased loads to this component, resulting in a fracture. Crickets are a valuable aid in reduction / correction maneuvers in complex deformity surgeries but are occasionally stressed beyond their structural capacity. Crickets were designed such that the significant loads encountered in complex spine surgeries are not transferred to the screw interface. Additionally, wear from the device's extended use may also have contributed to the event.